Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, an alert for high, out of range high voltage lead impedance was observed. The impedance was observed during arm movement and pocket manipulation. The device was reprogrammed. The patient was stable.